Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, during surgery, the electrode array was difficult to insert due to fibrous growth in the cochlear. Five days later during a revision surgery, the surgeon inserted ten electrodes into the cochlear. The patient showed no obvious auditory response when the cochlear implant system was activated. Facial nerve stimulation was observed. Explantation/reimplantation is scheduled.